Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral transcatheter aortic valve replacement procedure with a 26 mm sapien 3 ultra valve, the commander delivery system balloon was noted to have a rupture at the end of valve deployment. Blood was observed in the syringe, but no leakage was noted in the delivery system. The delivery system was withdrawn without incident. No damage was reported to other edwards devices. The valve was fully deployed, and no injury or complication was associated with the event. The patient tolerated the procedure well and was transferred to post-catheterization in stable condition. The perceived root cause was calcium at the sinotubular junction (stj). The device was discarded and will not be returned.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in this section have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient anatomy was provided and it was observed that calcium was present in the sinotubular junction (stj) and native annulus. The complaint for balloon burst was confirmed based on review of provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event. Review of the provided imagery of patient anatomy revealed presence of calcium at the stj and native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.